Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit had no similar events since the unit's manufacturing date. Based on the investigation findings, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity, and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in tampa, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the stirrer motor has been replaced. After performing all the functional tests with positive results, the unit was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 is blocked (e07) on the patient side. The issue occurred during procedure. There is no report of patient injury.